Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, pain, paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a 400cc smooth mentor memorygel breast implant has experienced postoperative bilateral capsular contractures, baker grade unknown, and bilateral ruptures, along with back problems, shoulder pain, and tingling in hands. The patient reported the implants were too high and encapsulated. As a result, the patient underwent explantation without replacement on (B)(6) 2019. Ruptures were discovered during explantation surgery. This medwatch report is for the right-sided implant.